Manufacturer narrative:
Further investigation found that the cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to be interrogated via bluetooth prior to the implant procedure. It was noted that the device was able to be interrogated via the wand. The device was not used. There was no patient involvement.

Event description:
Bluetooth malfunction field action issued by abbott on 10 march 2022.

Manufacturer narrative:
The reported field event of no ble telemetry was confirmed. Final analysis found that the cause of the ble telemetry issue was consistent with a ble circuitry anomaly. As a result of this finding, abbott is performing further investigation.